Manufacturer narrative:
Rebushing is an anticipated event over the lifetime of an orthopaedic implant, consisting of the replacement of components which are susceptible to wear. The exact cause of the event could not be determined because insufficient information was provided. Additional information and product return were requested however it was not provided. Further information is needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. This complaint file was reviewed as part of siw complaint file remediation programme and it has been determined that an MDR should be filed. This complaint was received by siw (B)(6) 2013.

Event description:
It has been reported that a device implanted in 1996 required rebushing. (B)(4).